Event description:
It was reported that during an lavh procedure the device closed on the tissue but would not fire. The device would not open causing the surgeon to use cautery scissors to cut the tissue and the device out. The tissue was transected at this point, so it was not necessary to use another device. The surgeon forced the jaws open and used another device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.